Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, some led segments do not illuminate. Contamination and corrosion were found on the system board causing some led segments to not illuminate. It was also found that the unit had no audio during alarm conditions.

Event description:
It was reported that the segments are blank. The customer was not sure which segments were affected. No known impact or consequence to patient.